Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had "unstable" blood glucose levels (value not provided); cause was not provided. Multiple follow up attempts were made by tandem technical support to follow up with the customer, however, no response was received.